Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that when this chronic right ventricular (rv) lead was attached to the new device, shock lead impedance range was a bit hgh but the pace impedance numbers were stable. Boston scientific technical services (ts) sated this is common in newer devices. Additional information was received indicating the patient had received appropriate shock therapy for an arrythmia that was successfully converted but the shock impedance was high and out of range. An engineer reviewed the report from the device and found all other shock impedance measurements were lower. The cause of the high shock impedance could not be determined. The patient is very sick and the physician has no issues as the shock broke the arrythmia so at this point will continue to monitor. There were no adverse patient effects reported.